Event description:
It was reported that images are being saved in the wrong folders on the 9800 system. No patient injury was reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The hard drive was replaced during the service call. The system was tested and found to be working as intended and put back into service.